Event description:
It was reported that the ventilator generated high peep (positive end expiratory pressure) alarms and stopped ventilating while connected a patient. There was no harm to the patient. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer and the device logs were downloaded. No goods were replaced and the ventilator successfully passed pre-use checks and functional tests performed on a test lung. The ventilator was then returned to service. The patient circuit has been disposed of by the hospital. The evaluation of the downloaded device logs confirmed that high peep (positive end expiratory pressure) alarms were registered prior the given date of event. The ventilator was in fact turned off on the given date of event. The operator had changed the peep level, tidal volume, the ventilation mode, and the o2 concentration, never the less the high peep alarms were still registered in the logs. Device logs evaluation indicated no stoppage of ventilation, instead it showed that the operator manually ended the ventilation by bringing the ventilator to standby mode and then re-starting the ventilator. The high peep alarm has not re-occurred since that time. It has not been possible to determine the root cause.